Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs fo clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply, extension and adapter cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse electrical test was performed with a reference power supply, adapter cable and extension; the polyfuse successfully shut off power to the heater after prolonged periods of time and activate after 30 seconds cool down. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tool stopped working, it deactivated. After 60 seconds, the device reactivated. The tool would only stay activated for 2 or 3 seconds; this happened multiple times. A replacement device was used to complete the procedure. The hospital did not report any patient effects.